Event description:
It was reported that the burr became stuck in the lesion. The 95% stenosed target lesion was located in a mildly moderately and severely calcified proximal and mid left anterior descending artery (lad). The target lesion was a tandem lesion at lad, and spot-like lesion at the area before the d1, and after that, it was diffuse lesion in lad proximal to lad mid. A 1.50mm rotapro was selected for use atherectomy procedure. The rotapro was prepped and platformed at 190,000rpm outside the patient, then advanced over the wire. There were no significant resistance encountered between the burr and rotawire during advancement. A twelve ablation was performed then, the rotation speed dropped to 178,000rpm. Ablation was performed in spot-like lesion without any issue, but device got stuck in diffuse lesion at the back. The device stalled about 10,000rpm prior to becoming stuck. Since it was stuck, guidewire was tried to in area where device got stuck with a double guide, but it was unable to cross. It was tried to release by cutting the catheter. Guidezilla was tried to use, but it could not be advanced near the lesion, so it was replaced with a non-boston scientific guide extension catheter, and it was advanced to the area before the lesion. It was able to release from being stuck in diffuse lesion, but it got stuck again at the ablated area before the d1. At that times, burr was inside the guide extension catheter. Guidewire was tried to advance, and balloon catheter was inflated before reaching it, but it did not improve. Eventually, a non-boston scientific guide extension catheter got separated, so operation was performed. Because the entire lad was highly calcified, the physician was only able to cut through the vessels to the left main. The surgeon tried to pull the device but did not pull them out, so they were amputated at that point and coronary artery bypass surgery was performed. Both rotapro burr and guide plus are left in the patient body. The patient's condition was stable.